Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported downstream occlusion which was not reproduced. A review of the event history log identified multiple downstream occlusion alarms however the log cannot be used to determine if the alarms were true or false. The device was tested for proper downstream occlusion detection and was found to properly detect a downstream occlusion and the evaluator found the force sensor within specification. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.